Event description:
The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet received.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced right flank pain, recurrent urinary tract infections, urinary incontinence, nocturia, burning, urinary frequency, back pain, dysuria, inability to void, urgency, retention, non-obstructing right mid-ureter calculus, small amorphous calcification in the right hemipelvis of uncertain significance and cystocele.

Manufacturer narrative:
The sample was not returned. The finished product met all specs prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).